Manufacturer narrative:
Per the tandem user guide: "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter had been in use longer than 90 days. No additional patient information was available.